Manufacturer narrative:
Manufacturing site eval: eval is on-going.

Manufacturer narrative:
Samples received: 2 sutures in opened package and 4 sutures in closed original package were received. Stock verification: stock were verified. There are no available units of the product code and batch code in stock. No other complaints for this material/batch code reported. A total of (B)(4) units of this batch code were manufactured and distributed. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled OEM requirements. Two samples in opened packages were checked visually, there were no needles, results did not fulfill OEM requirements. Tested resistance to assemble tension samples received and the results fulfill the OEM requirements. Final conclusion: complaint is justified. Corrective/preventive actions: this complaint be included in the trend analysis of the product and the corrective or preventive action was taken, if applicable.

Event description:
Country of complaint: (B)(6). Needle detached.